Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported that following a diagnostic catheterization, the right common femoral artery was closed with a 6f angio-seal device without complication. The pt was admitted with hypertension emergency and elevated troponin level. No obstructive coronary artery disease (cad) was found. The pt was transferred to the floor and stayed in the hospital for three days for blood pressure control. The pt went home and returned two days later with purulent discharge from the right groin site and a superficial abscess. Incision and drainage was performed in the ER for growing methicillin-resistent staphylococcus aureus (mrsa). The pt started on vanco (dosage unk) and then was on flagyl and levaquin (dose unk). Ultrasound revealed no compromise of the vasculature or infection to the vascular space. The vascular surgeon was consulted for the removal of the angio-seal under spinal anesthesia. The pt was discharged and was in good condition. The physician stated that the infection was not attributed to the angio-seal.